Event description:
It was reported patient underwent left total hip arthroplasty in (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2015 due to fracture of the ceramic acetabular liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."